Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture and ball. Device remains implanted.

Event description:
Patient reported "rupture" and "ball". Later patient reported "bursted". Later healthcare reported "rupture" and "pain". This record is for right side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, b6.

Event description:
Patient reported right side rupture (confirmed by physician). The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6(b), g2, h6.